Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented with high impedance on the right ventricular (rv) lead. No further information was reported

Event description:
New information received notes the right ventricular lead exhibited high pacing impedance. No intervention was performed. The patient was asymptomatic and in stable condition.